Event description:
Zip ties were implanted and upon tightening with company gun, all zip ties failed to secure sternum and broke. Sternal wires were then utilized for securing sternum. Company was notified of device failure and will pick up failed product for review.what was the original intended procedure?zip ties intended to close and secure sternum after coronary artery bypass graft surgery.device #1is this a laboratory device or laboratory test?no.